Event description:
It was reported that pump displayed alarm 01. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, successfully resumed insulin delivery, and was provided replacement pump arranged by technical support due to recurring cgm error, with no further outcome details available.